Event description:
Celect platinum ivcf after 2 failed attempts at retrieval due to tip embedding referred for forceps retrieval. On prior attempt, 2 of the "arms" of the filter had been distorted by the operator and pulled upward. One month later, when the patient was being imaged just prior to filter removal, one of the "arms" was noted to have fractured and migrated to the left pulmonary artery. The filter was removed with forceps and the fragment was also removed. Of note, the fracture and embolization might have been related to the prior manipulation, however that would not have happened had the tip not been severely embedded. FDA safety report ID# (B)(4).